Event description:
It was reported that during surgery, it was noticed that the insulation near the tip of the unit appeared to be melted. It was further reported that the unit continued to be used without any problems and there was no delay in the case.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.